Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive, upon opening the replacement pump. There was no impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections for insulin therapy.